Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found to be in safety mode during an interrogation. An attempt to use the restoration tool to reset the device was unsuccessful. The device was replaced and returned to guidant for analysis.